Manufacturer narrative:
A visual examination of the returned device found residue indicating use/handling and the basket was found to be fully retracted. The side car-rx presents pushback and the proximal end was found torn and peeled outward. Evaluation shows the basket unable to extend due to dried residue inside the device. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Per the event information the issue occurred during unpacking and outside the patient, but the residue found on the device is consistent with clinically used product. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, prior to procedure, while unpacking the lithotripter basket, they noticed that the sheath was kinked about a quarter away from the basket. The side-car rx was noted to be pushed back which caused the inner part of the basket to be exposed from the distal tip of the catheter. The procedure was completed by using a different device. Additionally, there was no damage noted to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that an trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, prior to procedure, while unpacking the lithotripter basket, they noticed that the sheath was kinked about a quarter away from the basket. The side-car rx was noted to be pushed back which caused the inner part of the basket to be exposed from the distal tip of the catheter. The procedure was completed by using a different device. Additionally, there was no damage noted to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."